Manufacturer narrative:
A partial lead with two pieces with the connector portion measured 13.5 cm and the distal portion measured 47.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, lead noise issue was observed on the rv lead. The noise was not reproducible. No therapy was delivered or inhibited inappropriately. Lead was explanted and a new lead was implanted. Physician elected to explant the ra lead prophylactically with no malfunction allegation. Patient was stable prior and post procedure.